Event description:
It was reported by the patient that she was not getting enough air while on the ventilator. The nurse noticed it did not feel like much volume was coming out of the patient circuit. There were no audible alarms when the reported problem occurred. The patient was placed on a back-up ventilator. No patient harm reported.